Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 14 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that during the night from (B)(6) 2019, the patient was sick with nausea and vomiting. The vomiting brought up the patient's intestinal tube through the patient's mouth. The intestinal tube is therefore detached from the y connector. The hospital reported that it is not known if it was the vomiting that caused this, or if the tube was previously detached from the y connector. The patient has been receiving duodopa treatment since the week of (B)(6) 2019. The event occurred at the patient's home, and the patient was taken to the emergency room with the tube still in their mouth. The patient was then transferred from the emergency department of (B)(6) hospital, to (B)(6) hospital in (B)(6) on the morning of (B)(6) 2019. The intestinal tube was repositioned without surgery and there was no need for hospitalization. The patient was able to return home.